Manufacturer narrative:
The device will not be returned for analysis. The customer declined an investigation.

Event description:
Customer reported it appeared the user programmed 100 ml/hr of fentanyl instead of 100 mcg/hr. The effects of the drug were reversed and the patient did not experience any adverse sequela. Although requested, the reporter declined to provide any further information.